Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, vasoview 6 pro device did not cut. A replacement device was used to complete the procedure.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. (B)(4).